Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/25/2019. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a failed pvt (performance verification test) air flow accuracy test. Air flow sensor is frozen at 6 lpm (liters per minute). The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.